Event description:
Attorney alleges the plaintiff has developed general physical problems. Attorney defines physical problems as: breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation, nipple discharge, inability to breastfeed and arm/neck pain.